Event description:
It was reported that the device's membrane was swollen over the pressure sensor. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device's dso seal to be swollen, confirming the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.